Event description:
Baxter reports a pt found leakage from a transfer set because the blue tip came off the line. The transfer set was placed in 2004. The pt received cephalotine and tobramicine as preventive treatment. No pt injury was reported. The pt has fully recovered.

Manufacturer narrative:
A sample will not be returned for evaluation. The device sample was discarded.